Manufacturer narrative:
It was reported that the patient's death was not related to the device. Date of death (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the cause was normal battery depletion. It worked great until the battery died. No steps were taken to fix the battery per the consumer's request. No device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient via a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was presenting for an MRI and was not alert or oriented. The patient said they did not have a remote, but a family member said that the device hasn¿t worked for a ¿number of years.¿ the caller indicated that the battery was depleted. Technical services reviewed MRI guidelines. No further complications were reported.